Event description:
Per the clinic, the patient developed skin infection at the implant site and subsequently was treated with antibiotics (type, date and duration not reported). The implanted device remains.